Manufacturer narrative:
Event date: exact date unknown, event occurred three months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a warm sensation on the ipg site. The ipg was replaced with an MRI compatible device and was doing well postoperatively. The explanted device was not returned to bsn.